Event description:
A distributor from slovakia reported an incident involving an insulin pump malfunction, identified as malf 12, which occurred on september 30, 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue reappeared.